Event description:
It was reported that an ilet user experienced recurrent nighttime low glucose and fluctuating glucose levels ranging from 54 mg/dl to approximately 300 mg/dl while treating lows with about 10 ounces of orange juice, after which glucose spiked and then fell again; frequent pausing was also noted, and a factory reset was performed with insulin delivery resumed. Symptoms included hypoglycemia and hyperglycemia. Outcomes included serious injury and the need for medication intervention in the form of oral glucose. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem found, and a usage problem was identified as overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.